Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was over 600 mg/dl at time of incident. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose with manual injections. Customer did not allege insulin pump was under delivering. Customer states the drive support cap was flush. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing.